Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported error message. Troubleshooting revealed that patient pump 2 had failed and was turning very slow. The patient tank was examined and found to be very dirty with calcium deposits. The tank was cleaned and the faulty patient pump was replaced. Subsequent testing was not successful. The distribution board was replaced to resolve the error and no further issues were noted. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t powered off on its own during a cleaning cycle. When the unit was restarted, an error message was displayed on the patient side. There was no patient involvement.